Event description:
Baker grade iii.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patients concern with product and capsular contracture, baker grade unknown device evaluation: analysis of the returned device identified; creases fold, wear abrasion, underweight and curved opening on posterior. A visual and microscopic analysis was performed which identified; crease sharp opening and stress marks. Based on the device analysis the final assessment is: a crease sharp edge opening on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported bilateral implant exchange due to voluntary recall. Healthcare professional later reported right side capsular contracture, baker grade unknown. Device has been explanted.